Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. Restenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 after pre-dilatation of the 99% stenosed, de novo, proximal right coronary artery (rca) the 3.0 x 33 mm, 2.5 x 38 mm, 3.5 x 23 mm, and the 2.25 x 8 mm xience prime sv stents were implanted in the vessel. The procedure was completed without device or procedure issue. On (B)(6) 2014 at the one-year follow-up, restenosis at the site of the 2.5 x 38 mm xience prime stent implant was observed by angiography. There was no treatment, although percutaneous coronary intervention (pci) for the restenosis is planned. The patient was noted for asymptomatic ischemia and there were no reported device issues. There was no reported adverse patient effect. No additional information was provided.